Event description:
Reported discrepant sars result for 1 symptomatic (2 days post onset of symptoms) consumer. It was communicated that they consumer tested positive with quickvue otc and negative with another rapid antigen assay. No further confirmatory testing had been completed. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Corrections: a1 - corrected patient identifier. B3 - corrected the date of event. B5 - corrected event description.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic (same day post onset of symptoms) consumer. It was communicated that they consumer tested positive with quickvue otc and negative with another rapid antigen assay. No further confirmatory testing had been completed. 2 additional consumer events were also communicated which are captured on separate reports.